Event description:
It was reported that during use of the bd vacutainer® flashback blood collection needle there was foreign matter on the cannula. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: customer complaint, during use, they found 1ea msn has fm on the IV cannula.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and a video from the customer facility for investigation. The video was evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® flashback blood collection needle there was foreign matter on the cannula. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer complaint, during use, they found 1ea msn has fm on the IV cannula.